Manufacturer narrative:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2015-00093 to provide the retention sample evaluation results. The actual device was not returned to the manufacturing facility for evaluation. Therefore, the failure investigation was limited to assessment of user facility information and the retention samples from the reported part/lot # combination as well as the surrounding lots. There were no visual anomalies noted during the visual evaluation. In addition, functional testing confirmed the products met manufacturing specification. A review of the device history record of the product code/lot # combination confirmed there were no production related problems. A search of the complaint file did not find any other report with the involved product code/lot# combination. The exact cause of this complaint cannot be determined based on the available information and there is no evidence that this event was related to a device defect or malfunction. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2015-00093 to provide the retention sample evaluation results.

Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. Although there was no reported impact to the patient, the event description indicates that some blood loss did occur. The estimated amount of blood loss was not reported. The investigation has yet to be completed. A follow up report will be submitted when the investigation is complete but no later than 30 days from the date that this report was sent. For this reason, evaluation (B)(4) was used in the conclusions section . All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Actual device not returned .

Event description:
The user facility reported valve leakage on the 10-2032 device. Follow-up communication from the user facility reported the following information: excessive bleeding from the valve; the procedure outcome was successful; and the patient is reported doing fine.